Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address disassociation and poly wear. Doi: (B)(6) 2013, dor: (B)(6) 2013 (left hip). The devices associated with this report were not returned and the cup is presumed yet implanted. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address disassociation and poly wear.

Manufacturer narrative:
The investigation remains closed, as the added information does not change the outcome of the investigation.

Event description:
Update 6/26/15- pfs and medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what were previously alleged, litigation alleges injury.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what previously alleged, ppf alleges dislocation after first revision. Added head due to new allegation. Updated patient harm and product experience code. Added law firm in the facility name and patient's address. Doi: (B)(6)2013 - dor: (B)(6)2013 (left hip).